Manufacturer narrative:
Device evaluation results are: the event was confirmed, there was difficulty in retracting the external slider. However, using extreme force, the stent graft was able to be fully deployed. The extreme force used to deploy the stent graft was most likely due to the major kink in the area of the stent stop, which was confirmed to have occurred during return shipping. The deployed stent graft was within manufacturing specification and no issues were observed. The root cause of the event could not be conclusively determined.

Manufacturer narrative:
24-off-label, unapproved or contraindicated use (use of a (B)(6) device for thoracic treatment). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft was attempted to be implanted in the patient for the endovascular treatment of a thoracic aortic lesion. There was slight vessel calcification and tortuosity. It was reported that, during the index procedure, the stent graft was unable to be deployed. The slider on the handle would not move and prevented the graft cover from being retracted. The physician made several attempts but was still unable to deploy the stent graft. The physician elected to remove the delivery system and deployed another manufacturer¿s stent graft to complete the procedure. The physician suspected the event was device related. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, no eval explain code. If information is provided in the future, a supplemental report will be issued.